Event description:
In 1971 dr. Implanted pt with dow chemical implants. Immediately pt started having all kinds of problems hardness of breasts, infection on 9/26/79. Dr. Removed both dow implants and replaced them with another co's. 1980 implant ruptured and left hole in right breast the size of a half dollar. Implant was removed. As a result of the implants rptr has suffered extreme mental and emotional anguish as well as excruciating pain. Rptr has suffered memory loss, as well as the loss of thousands of dollars.